Manufacturer narrative:
(B)(4). H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an unspecified malfunction occurred. The wearable was inserted on (B)(6) 2025. The patient experienced a hypoglycemic event related to an issue with their insulin pump and sensor connection. The day of the incident on (B)(6) 2025, the patient attempted to connect three different sensors to the insulin pump; however, each attempt resulted in a ¿put a new cartridge¿ error message. It is unclear whether a fingerstick blood glucose test was performed. Due to the ongoing device issues, the patient opted to manually administer insulin. The patient later reported using the wrong syringe, which resulted in an insulin overdose and subsequent loss of consciousness. The patient was transported to the hospital, though the method of transport is unknown. No specific treatment details were reported. At the time of documentation, the patient had been hospitalized for two days and was uncertain about the discharge date. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was okay. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.